Event description:
Pt reported to pharmacist that when using the stat super-fine pen needles, they break when he attempts to administer a dose of insulin.

Manufacturer narrative:
For this incident no conclusion may be determined as the defective product was not returned.